Event description:
Complainant alledged that the clinicians were treating a 51 year old male patient in cardiac arrest with a ventricular fibrillation heart rhythm. They shocked the patient once at 200 joules, but the patient failed to respond. At this time the patient's rhythm was "likely pea vs. Fine v-fib." They then shocked the patient a second time at 300 joules. Upon the clincians attempt to defibrillate the patient a third and fourth time at 360 joules, the device would not discharge. All connections were checked and all appeared intact. The patient subsequently expired, but the complainant indicated that "the patient did not suffer any consequence due to the equipment malfunction." The doctor indicated to the complainant that, "the patient was not likely to survive the cardiac arrest."